Event description:
The hcp reported the pt was in the emergency room showing signs of overdose. The pt has "morphine in her pump at 40mg/ml at 6.5/day." The pt was treated with narcan.

Event description:
Additional info from the hcp reports the pt was experiencing repiratory insufficiency. The pneumonia required antibiotics and observation. The pt is reported to have recovered without sequela.